Event description:
A surgeon reported experiencing intermittent blockage of the phaco handpiece during a cataract surgery on a patient with a dense cataract. They attempted to troubleshoot by flushing the handpiece, changing the settings, exchanging the cassette, phaco tip and phaco handpiece; but this did not resolve the issue as it would reoccur after a few minutes. The case was completed by removing the remaining small cortex pieces through irrigation/aspiration. There was no harm to the patient. The surgeon advised a service technician could not find a cause after evaluating the system. A company representative observed that the staff is using 30cc to flush the handpieces, and the cataract instruments are being transported to another location for sterilization.

Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).